Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-500-20 the pipeline flex with shield technology device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that pipeline flex with shield technology device failed to open at the distal end. The patient was undergoing embolization treatment of unruptured saccular aneurysm. The vessel tortuosity observed normal. It was reported that the pipeline was not able to open, and the surgeon found that the pipeline looked damaged when they took it out. There was not any additional steps or other devices required to open the pipeline. The pipeline was re-sheathed and removed with the microcatheter. The pipeline was not positioned in a bend. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received, the pipeline flex with shield device returned within medtronic microcatheter. During evaluation, the pipeline flex with shield was removed from the catheter lumen without any issues. It was found that the distal end of the pipeline flex shield braid fully opened and moderately frayed. The proximal end of the pipeline flex shield braid fully opened and slightly frayed. No bend was found on the pushwire. No other anomalies were observed. Based on the reported information and analysis we are unable to definitively determine the cause of the device failed to open at the distal end. It is possible that damaged braid and patient's vessel tortuosity may have contributed to the reported event. The damage to the braid on the ends of the pipeline flex shield braid is likely the results of the customer re-sheathing the device more than recommended two times. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex with shield has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex shield embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. The pipeline flex with shield embolization device is fully re-sheathed when the distal marker is retracted completely inside the micro catheter. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex with shield embolization device. Re-sheathing the pipeline flex with shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ if information is provided in the future, a supplemental report will be issued.